Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.

Event description:
It was reported that when booting the system a software corrupted error occurs and the system is unusable. (No boot) there is no report of injury or death associated with the event described in this complaint.